Manufacturer narrative:
True date of event is unknown; therefore, date of event is approximated.

Event description:
It was reported that catheter break occurred. The target vessel was located in the coronary artery. An opticross imaging catheter was selected for use to view the target lesion. During procedure, it was noted that ivus broke on pullback over the bifurcation. The procedure was completed with another of the same device. Patient was not injured and no complications were reported.